Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd eclipse¿ needle, the needle did not work properly on the safety feature. As a result, a nurse was stuck with the contaminated needle¿. The nurse filled out an employee occurrence report and reported to employee health per hospital policy and had lab work done per protocol. The nurse is under advice and follow up with our employee health per protocol. The nurse did not seek medical attention outside of the required hospital protocol of reporting to employee health.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7016134. Investigation conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.